Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it was likely that the probe cover had burned due to the use of the endo therapy accessories without ensuring a sufficient distance from the distal end. The inside of the biopsy channel opening at the probe cover had discolored to brown and partially melted. Additionally, it was presumed that the insertion tube had been scratched by a sharp edge during device handling, which led to the coating on the tube peeling off from the scratch and a linear scratch reaching the resin layer under the coating on the insertion tube. However, a definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: instructions for use warns on performing high frequency cauterization by stating the following. -operation manual chapter 4.3 using endo therapy accessories ¿ always confirm that the tissue is an appropriate distance away from the distal end of the endoscope. If high-frequency cauterization is performed when the distal end of the endoscope contacts the tissue, patient injury, burns, bleeding, perforation, and equipment damage may occur. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited connecting tube coating peeled and burnt plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.